Event description:
During implant, there were difficulties inserting the guidewire into the lead resulting in lead damage. The lead was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with a guidewire inserted and stuck inside the lead body. Visual inspection found the ptfe coating of the guidewire to be clogged inside the inner coil in the connector pin region with the inner coil bunched up and pulled back proximally in this region. The guidewire was noted to be damaged at the distal tip. The cause of the reported events was isolated to the ptfe coating of the guidewire clogged inside the inner coil in the connector region and the damaged guidewire at the distal tip.